Event description:
It was reported that the pt had experienced tenderness at the incision site for approx one week; there were symptoms of incisional wound opening and drainage noted. Results of an initial culture obtained in 2008, had shown negative results. A subsequent culture of the device pocket isolated coagulase negative staphylococcus as the causative organism. Topical antibiotics and wound gel were used to treat the pocket infection. It was reported that the pt did not have meningitis; there were no reported pt risk factors prior to system placement. The hcp indicated that the infection had resolved.